Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor needle came off before insertion of the sensor. Customer's blood glucose was 6.0 mmol/l. Customer stated the cannula came off the sensor. Customer agreed to return the sensor for analysis.